Event description:
On (B)(6) 2005 a perigee graft was implanted. On (B)(6) 2006 de novo stress urinary incontinence was reported. On (B)(6) 2006 a mesh device was implanted to treat the incontinence. This event was reported as resolved.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.